Manufacturer narrative:
The customer did not provide any additional information for the investigation. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter questioned the results for 25 patient samples tested for elecsys troponin t hs (troponin t hs) on a cobas e 801 analytical unit. The customer ran patient samples using the standard application of the assay (tnt) and the 9 minutes (stat short turn around time) version of the assay (tnt stat). The following are examples of discrepant results for 3 patient samples. Note: the unit of measure was not provided. Patient 1 initial tnt stat result was 21. The tnt result was 31. The repeat tnt stat result was 18. The repeat tnt result was 18. Patient 2 initial tnt stat result was 6. The tnt result was 16. The repeat tnt stat result was 6. The repeat tnt result was 6. Patient 3 initial tnt stat result was 7. The tnt result was 11. The repeat tnt stat result was 10. The repeat tnt result was 9.

Manufacturer narrative:
The e801 analyzer serial number was (B)(6). The investigation is ongoing.